Event description:
Customer reports the following: "staff reported to biomed pump problem alarm. Biomed found failures in log. Fresenius kabi north andover (fk na) requested biomed to do a hard reboot and run test infusion, waiting to hear back. No patient harm." Preliminary review indicates that this is a 12v failure. Reporting due to the referenced technical issue; no adverse effects to the patient were reported. More information is needed to complete the investigation.